Manufacturer narrative:
Per regulation EU (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Telephone number: (B)(6). (B)(4). Device evaluation: a field service engineer (fse) performed a system check. All tests were within specification, the system is operational and no issues were detected. The complaint issue was not verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during lasik operation, the surgeon observed a vertical gas breakthrough and a thin flap. A bubble rose to the surface of the cornea. It was reported that the patient had a difficult pupil and the procedure was stopped. No further information was provided.